Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under-sensing and pacemaker mediated tachycardia episodes. No changes or intervention was performed. The patient condition was stable.